Event description:
It was reported that on (B)(6) 2011, the pt complained of a critical pump alarm and on interrogation, a motor stall was noted. Pt experienced increased pain and took oral pain medicine the next day and went to the ER. A motor study under x-ray and using catheter access port (cap) kit was done to check catheter obstruction. A motor stall was confirmed and the drug infusion via the pump was stopped. The pump was explanted and the cause of the motor stall was not known. As of (B)(6) 2011, pt was in the hospital under the care of pain specialist and oncologist.

Manufacturer narrative:
Pump analysis revealed gear corrosion. Multiple motor stalls and recoveries were noted on the pump printout. There was significant residue and shaft wear on the lower shaft of gear one and slight corrosion on the surface of gear wheel three. Pump delivering morphine.

Manufacturer narrative:
(B)(4) - analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.